Manufacturer narrative:
(B)(4). During baxter's evaluation of the device, it was discovered that the #8 and #9 key were inoperable caused by a failed keypad. When attempting to navigate through care area/ drug selection, and attempting to input desires parameters, the following was observed: when any of the remaining functional keys are pressed: an automatic output of the #8 key will occur following the selected key's function (eg, numerically: when the #1 key is pressed, 18 will be displayed, alphabetically: when the "abc" key is pressed, as will be displayed interfering with mdl drug searching opportunities). The failed keypad was replaced. Baxter has initiated a CAPA to further investigate the reported event.

Event description:
During baxter's evaluation, a device was found to have a keypad anomaly.